Event description:
It was reported to medtronic minimed that the customer experienced pump was damaged. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed and found damage at reservoir compartment. No harm requiring medical intervention was reported. The customer will discontinue use of the insulin pump. Mmt-1884 was requested and the pump was returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Customer returned pump for alleged cosmetic damage located at the reservoir compartment (crack) found on 08-sep-2025. The test p-cap locks properly in place in the reservoir compartment noted.; however, partially broken retainer ring was noted during testing. The following were noted during visual inspection: broken reservoir tube lip, cracked case corner of the belt clip rails near the battery compartment and cracked battery tube threads. Cosmetic damage was confirmed at the reservoir tube lip. For additional information regarding the tests performed refer to (B)(4)¿ appendix e. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.